Event description:
The facility"s purchasing associate reported to the service depot on 02 november 2009 that a colleague infusion pump had the malfunction of channel c not working due to an inoperable channel select key on the pumphead module keypad. The reported condition was identified during biomedical testing on (B) (6) 2009. There is no adverse event, patient injury or medical intervention associated with this report. The uim (user interface module) software (B) (4), categorized as unremediated. The pump was properly loaded at the time of the event. There were no alarms or failure codes that occurred. There is no further complaint information available.

Manufacturer narrative:
(B) (4)the pump was received and evaluated by baxter. The reported condition was not confirmed and was not duplicated. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.